Event description:
It was reported that a patient presented with dislodgement of the atrial lead noted prior to the procedure noted on x-ray imaging. This resulted in high pacing impedance, high capture thresholds, p wave amplitude variation and p wave amplitude variation. During the revision process, the stylet was unable to be advanced on the lead. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.